Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load a cartridge with 500 units of insulin. The customer's blood glucose level was 382 mg/dl. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.